Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in the united kingdom, during a case involving a 23mm sapien 3 ultra transcatheter heart valve by transfemoral approach, the balloon burst at the end of full inflation. It was felt that chunks of calcium caused the rupture. The implant was successful, and the patient was doing well.

Manufacturer narrative:
The returned device was evaluated, and the following was observed: balloon burst confirmed. Longitudinal tear of 2.5cm in length at the middle section of the inflation balloon area next to proximal shoulder inflation. The inflation balloon single wall thickness was measured along the edges of the burst location. A thickness deviating from the specification could be indicative of an issue during manufacturing of the component, as a thin wall could contribute to the observed burst. All measurements taken of the balloon single wall thickness met the specification. The fluoro and image provided by the site were reviewed and following was observed: a picture of the inflation balloon was noted with a longitudinal burst. Video of the procedure shows the inflation balloon burst after full inflation. The complaint for balloon burst was confirmed by visual inspection of the returned device and evaluation of the imagery provided. No visual abnormalities were observed on the returned sample. Customer post-procedural pictures of the devices matched evaluation findings. This event reports a balloon burst during thv deployment that has not resulted in a patient harm, or a device failure to perform its function. Also, there was no evidence of product non-conformances or labeling/IFU inadequacies identified in the evaluation. Therefore, it is not included in the risk management file. Edwards continues to monitor complaint history on a monthly basis. Therefore, the review of risk management file is complete. An existing technical summary has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. As reported, "balloon burst at the end of full inflation after full inflation. It was felt that the chunks of calcium caused the rupture". The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. Review of available information suggests that patient factors (calcification) contributed to the balloon burst while procedural factors. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.